Event description:
Approximately 2 year(s), 8 month(s) and 7 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced unexplained pain and numbness in hand. Patient states using a handsaw in october, pain, numbness and tingling in right. Hand since. The patient was ordered an emg imaging procedure, and the outcome of this event remains continuing. The case report form indicates that this event is definitely not related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-60-01 - stemless humeral comp laser cage, size 1: 7007050. 310-61-53 - stemless humeral head 53mm x 20mm x beta: 6925236. 314-13-34 - equinoxe cage glenoid l, post aug, right: 6799532. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.